Event description:
It was reported that when using the bd pyxis¿ es refrigerator, no users were able to access lorazepam in the refrigerator attached to the ER a pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user cannot access the refrigerator. A field service engineer troubleshot an issue with the pyxis refrigerator that was not on the bus and found the network cable was slightly damaged and replaced the network cable with one provided by the customer, rebooted the unit, and successfully tested operation with the customer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.